Manufacturer narrative:
(B)(4). Date sent: 3/2/2018. Batch # unk. Photographic analysis: one photo was provided. The picture shows a piece of tissue been pressed by a hand. The staple line can be seen with some staple legs not formed. Based on the pictures provided the event is confirmed, however no concluding could be reached. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during an open pancreaticoduodenectomy, the whole staples of the cartridge were malformed at the first firing. The device was used on the gastric body. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint #: (B)(4). Batch #: p57y4k. Investigation summary: the analysis results showed that one gst60b cartridge reload was received. The reload was received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.